Manufacturer narrative:
Concomitant medical products: (2) non-cfn extension set; 10ml bd syringe ref 306546, lot 612, exp 2019.04, 0.9% sodium chloride injection; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a texium valve leaked where it is connected to a smartsite valve while connected to a patient. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed or replicated. No damage was observed during direct visual examination or under magnification, nor during functional or leak testing of the set. All testing was repeated with the texium threads rotated 180 degrees, yielding the same results. The root cause of the leak was not identified, the set performed as intended with no issues found.

Manufacturer narrative:
Correction: omit 10012241-0500; on initial report. Omit (2) non-cfn extension set; in initial report (lot number incorrect on initial report): concomitant medical products: 10 ml bd 0.9% sodium chloride injection syringe with lot number 6123843 and expiration date 2019-04; therapy date (B)(6) 2016. Additional information: concomitant medical products: (2) non-bd secondary set; (1) non-bd primary set; therapy date (B)(6) 2016.